Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages) has been confirmed. As received, the belt failed incoming testing, specifically the te recognition test. Upon investigation, there was an intermittent open along the pulse wire between the front therapy electrode pad and ECG 'a'. The cause of the test failure is the intermittent open pulse wire. The root cause of the intermittent open pulse wire is excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving check therapy pad messages.